Event description:
It was reported during an av node ablation procedure, a steam pop occurred. Ablation was started with a coolpath catheter and the sjm generator setting of 35 watts, 42 degrees celsius. While ablating, the physician heard and felt a steampop. There was no jump in impedance, which stayed around 85 ohms. The procedure was continued and completed with no consequences to the pt.

Manufacturer narrative:
Visual inspection revealed no anomalies. The catheter created and held a curve which matched the required template. Steering force to create a curve met the required specification. The catheter passed the continuity test, the EKG noise level test and pressure drop test. The catheter also passed the ablation simulation test and the flow rate test. The temperature reading was normal. The catheter tip was also investigated under the microscope. No nonconformity was observed. The thermal system was verified with a thermocouple/thermistor verifier and it met specification. Review of the device history record confirmed this device met mfg requirements prior to shipment. The root cause classification of the reported event is consistent with operational context as device performance was limited due to anatomical/procedural factors or environmental factors. The following dates are estimated. Only the month/year is known: expiration date.